Event description:
Brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom service technician indicated the brakes would not hold on the bed. The technician adjusted the brakes to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for the caster tires and central brake and steer as pert of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.